Manufacturer narrative:
One device was returned for analysis of complaint that the downstream occlusion (dso) seal was bubbled. Investigation found the dso seal was defective and separating, which indicates seal integrity is compromised and is a reportable malfunction. No service records found in the last 12 months. No error codes were found in the event log. Visual inspection confirmed the complaint, and the probable cause was a worn and defective dso seal. The dso seal was replaced. Performed dso and upstream occlusion (uso) sensor calibration. Device passed all testing criteria post repair.

Event description:
One device was returned for analysis of complaint of bubbled downstream occlusion seal. Investigation found the dso seal was defective and separating, which indicates seal integrity is compromised and is a reportable malfunction.